Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg); however, the exact value was not provided. The cause of bg was unknown. Bg was addressed with food. Recommendation was made by tandem¿s technical support for the customer to contact a healthcare provider regarding bg. At the time of report, bg was 67 mg/dl.